Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip was implanted. A second clip, mitraclip xtw, was inserted and advanced to the mitral valve. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed and a decision was made to implant the clip. The procedure was completed with two clips implanted, reducing the mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.